Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation while attempting to load the iol, the injector malfunctioned due to a defect on it. The cartridge became bent when attaching to the injector due to a bend in the plunger part in the injector. There was no patient contact.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector cartridge became bent and bend plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).